Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. This is a product not distributed in the us and does not have a 510k number. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Event description:
An assistant matron of the facility reported to baxter (B)(4) of a solution administration set which had its spike tip break off. When the operator attempted to spike a bag using the spike of the set, the tip broke off and remained inside the bag of fluid in two parts. The reported condition occurred during priming. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the actual sample was received for evaluation. The customer reported condition was confirmed during visual inspection. However, the root cause was not identified. Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.